Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during vaginal hysterectomy, the device worked correctly at first. There was a normal seal cycle with tissue bubbling and surgical smoke. The generator signaled with a double end tone to notify a complete seal. No bleeding after the cut was made. There were no significant blood loss and no transfusion needed. The surgeon said after she got the specimen out both sides of the vessels started to bleed. She had to sew each side with suture to stop the bleeding. They finished the procedure without changing the device. There was no patient injury.